Event description:
During a low anterior resection, it was reported by the affiliate that the tl30 instrument fired on colon, the steps were followed correctly and the staples did not form. After removing it, the circular stapler was inserted from below. When the circular stapler reached the tl staple line the staple line broke and the surgeon saw that the staples were not formed. The surgeon then removed the staples and hand sewed a purstring suture. There was no consequence to the pt.

Manufacturer narrative:
Conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the rpt'd incident. The instrument was fired with a reload cartridge and fired and formed the staples as designed with no difficulties noted. Comments: mfg and engineering have been notified of the rpt'd incident. Co strives to understand each incident as it is rpt'd in order to continuously improve co's products.